Manufacturer narrative:
The pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. A review of the sterilization records indicated that there were no non-conformances or issues related to the device. (B)(4).

Event description:
It was reported that the patient was satisfied with pump therapy prior to explant, and that the patient has a history of prior infections. Cultures taken for the infection were positive for staph aureus, staphylococcus and coagulase. The final diagnosis was cellulitis of the pump pocket. As of (B)(6) 2016, the patient was reported to be healing well.

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient developed an infection. The pump was explanted and returned for evaluation. There were no device issues prior to the infection.